Event description:
Reporter alleged obtaining discrepant blood glucose values of 27 mg/dl back to back with a result of 71 mg/dl when testing was performed within 10 minutes on pt using the inform system. Reporter did not indicate if the pt was or was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.